Manufacturer narrative:
Device received with currents in spec. No unexpected low battery alarm. No blank display. Lcd board ok. Device passed rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm and displacement test. Cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that his blood glucose had been high. Device turned off without notice. Device alarmed a low battery alarm. Customer had removed the set and there was no bent cannula. Customer's blood glucose was 434 mg/dl. Customer declined troubleshooting. Customer wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.